Event description:
It was reported that a pump alarmed constantly for air-in-line during an infusion, when no air was present. The device was programmed to deliver ivf tcp at a rate of 8.6ml/hr in the nicu care area. The customer stated that the device was replaced and there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The evaluation found the upper sensor reading to be below specification during testing with a 20% glycerin mixture. Review of the device history log confirms multiple air-in-line alarms, however no alarm could be reproduced during the evaluation. The upstream pusher thickness was increased and the device performed within specification.